Manufacturer narrative:
On 4/21/2016, a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to determine cause of alleged inaccuracy as it could not be replicated.

Event description:
A medtronic representative called to report that during a c2-t3 spinal fusion case the software showed that the screw placement was normal, but after the confirmation spin was taken it was discovered that the screws were placed 3-4mm medial on the left side of c7 and t1. Frame was placed on t3. The surgeon had to reposition the left side screws of c7 and t1. This caused a 10 minute delay.